Event description:
It was reported that co2 reading was inaccurately high. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. During functional testing the monitor had a factory calibration error due to the coin battery reading 0 volts. The root cause of the reported issue was found to be that he monitor (dom: 2010-01) sold in apr 2010, returned to service for the first time with dead coin battery and no record showed the coin battery had been replaced before. Due to wear of life, the coin battery has reached the end of its useful life estimated at around 10 years of usage. As a result, a fault could not be assigned.. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.